Event description:
It was reported that when removing the safestep from the port body, the base could not secure the needle tip and slipped off from the needle. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached base is confirmed and appears to be supplier related. One 22 ga x 0.50 in safestep infusion set returned for investigation. Use residue was observed throughout the device. The safety base was detached from the needle shaft. Microscopic observation revealed the metal sleeve to be present within the safety base.the metal sleeve was removed from the safety base. The ID was measured and was found to the incorrect component for that needle gauge size. The metal sleeve was able to be passed through over the needle without resistance. The incorrect assembly of the device during manufacturing is the likely cause to the detached safety mechanism; therefore, the complaint is confirmed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when removing the safestep from the port body, the base could not secure the needle tip and slipped off from the needle. There was no reported patient injury.